Event description:
It was reported an alert for low hv lead impedance was observed for an asymptomatic patient via remote monitoring system. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.